Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-may-2026, it was reported by a sales representative via (B)(4) that an ar-9925t tightrope's black dial popped out the back during use. When pushing past the far cortex, the black dial started popping out the back. Was reinserted then tried to remove tightrope to redrill and black dial fell out again and onto the floor. Noticed during a case, new device opened, and case completed with no patient effect.